Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.0-11.9cm from the distal tip. The sensing conductor etfe coating was intact at this location. Insulation, conductor and inner coil damage was found at 30.8-31.9cm from the pin consistent with clavicular crush. The re conductor insulation was abraded. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise was found on the lead and was reproducible in-clinic. Clavicular crush was suspected. At explant, externalized conductors were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.